Event description:
Caller alleges inaccurate results with inratio. Results as follows: date: 2008, inratio 5.3 lab 3.2 (the next day); date: five days later, inratio 5.4 lab 3.6.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed; date: 2008 inratio 5.3 lab 3.2 (the next day) mean 4.25 confidence limits 2.4 - 6.1; five days later, inratio 5.4 lab 3.6 mean 4.5 confidence limits 2.5 - 6.5 per internal procedure, the mean of the inratio meter and comparative system inr were calculated. For data set #1, both inratio and lab values are within the confidence limits for inr testing, however the testing time interval was greater than 3 hours. Readings needs to be performed 3 hours or less so, the readings for data set #1 are considered invalid. For data set #2, both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Therefore further testing is not required at this time.